Event description:
A user asked for information on viewing the pump history file. On 05/09/2023 iradimed received medwatch number mw5117199 from FDA that reported a device malfunction as follows: pump malfunction caused by issue with door sensor. Upon investigation into the medwatch, iradimed became aware that these two reports were actually the same event. Further investigation into the report is in progress.

Manufacturer narrative:
Investigation has not yet been completed because unit has not been returned yet. Upon return a more complete investigation will be performed and a supplement to this report will be submitted.